Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, low pacing impedance and noise was observed on the right atrial (ra) lead. The issue was resolved by reprogramming the device to deactivate the ra lead. The patient was in stable condition and experienced no adverse health consequences.

Event description:
During follow-up, low pacing impedance and noise was observed on the right atrial (ra) lead. The issue was resolved by reprogramming the device to vvi mode and deactivating the ra lead. The patient was in stable condition and experienced no adverse health consequences.